Event description:
It was reported per field service report: symptom - pump was on pt. Pump suddenly smoked and screen went blank. Findings/action taken: biomed states capacitor on central processing unit (cpu) board was burnt. New cpu board sent to biomed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.